Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd luer-lok¿ tip syringe had oily foreign matter on it. The following information was provided by the initial reporter: "I have 3 full boxes and 1 partial full of 10ml syringes(lot 301029) which are oily. I cannot use them for production."

Manufacturer narrative:
After further review MFR#: 1213809-2022-00198 has been determined to be a duplicate of a previous complaint that is not reportable. There was no report of serious injury, medical intervention, or reportable device malfunction. There is no indication of a malfunction of the device. A cosmetic defect not within the fluid pathway may cause a customer inconvenience but will not lead to any degree of harm/serious injury. Foreign matter not within the fluid pathway may cause a customer inconvenience but will not lead to any degree of harm/serious injury. As a result MFR#: 1213809-2022-00198 is null and void.

Event description:
It was reported that the bd luer-lok¿ tip syringe had oily foreign matter on it. The following information was provided by the initial reporter: "I have 3 full boxes and 1 partial full of 10ml syringes(lot 301029) which are oily. I cannot use them for production."